Event description:
In 1999 the pt underwent a interventional catheterization. A 3.0 x 28mm multi-link duet stent was successfully placed in the proximal left anterior descending. The pt was given reopro and discharged from the cath lab in stable condition. On 2/3/99, dialysis was ordered for continued pulmonary edema. During the treatment the pt became pulseless and coded. The pt was resuscitated, intubated and placed on vasopressors for medical mgmt. On 2/4/99, the pt went asystolic without respiratory response and was pronounced dead at 3:28am. The daughter (family) did not wish a post-mortem examination.